Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break which may have also caused or contributed to the reported loss of capture.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture. An x-ray was performed showing the lead helix was not extended. A revision procedure was performed during which the physician attempted to extend the helix but was unable to do so. The lead was removed and a new ra lead implanted. No adverse patient effects were reported.